Event description:
**Update** (B)(4) 2013 - additional litigation papers received. Litigation alleges popping of the hip. It is also alleged that cloudy synovial fluid was found during the revision surgery. There is no additional information that would affect the outcome of this investigation.

Event description:
Patient was revised to address aseptic loosening of the cup. **update: (B)(4) 2013 - litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from pain.

Event description:
**Update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.